Manufacturer narrative:
Unit received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. Customer advised the insulin pump would rewind however the engine part would get released. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.